Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were replaced to resolve the reported issue. It was noted that the din rail and inrush suppressor were replaced on the viewing station of the imaging system as well. The imaging system then passed the system checkout and was found to be fully functional. The din rail has been received by the manufacturer for evaluation. However, results are not available at this time. No additional parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system was not receiving power and that the line power light was not illuminated. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The din rail for the viewing station of the imaging system was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.